Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump getting low reservoir alerts. The customer¿s blood glucose level was 367 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer stated they were unable to do troubleshooting. The insulin pump will not be returned for analysis.